Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation high-voltage capacitor c21 was lifted from the solder pad. The broken solder joint on c21 resulted in thermal damage to resistor r45 when the converter tried to charge the capacitors. The root cause of the fractured solder connection on c21 could not be positively identified, but the damage was likely the result of mechanical stress from the impact of the monitor on a hard surface. No adverse event resulted from the damaged c21 capacitor and r45 resistor. The pt received a replacement monitor.

Event description:
An (B)(6) old male pt, called zoll customer support to report a service code 102 (charge profile fault). The pt was issued a replacement monitor.